Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged and exhibited loss of capture. The lead was explanted on (B)(6) 2015. No adverse events due to these issues occurred.